Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated in-house with retention products of the reported lot number. Retention products were tested with an hcg urine standard at the qc cut-off (20miu/ml) and mid-level positive standard (100miu/ml). All of the tests produced positive results at the read time and met qc release specifications. Returned product of the reported lot was tested with an hcg urine standard at the qc cut-off (20miu/ml) and mid-level positive standard (100miu/ml). All of the tests produced positive results at the read time and met qc release specifications. The returned product testing indicated the product performed as expected with qc cut-off and middle positive standard. The customer's observation was not replicated. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
On (B)(6) 2018, the patient arrived at the facility to confirm a positive home pregnancy test result. A non-first morning urine sample was collected and a consult hcg urine cassette produced a negative hcg result. The same day, blood work was performed and a hcg serum quantitative result of 600 miu/ml was received. Troubleshooting was conducted with the customer. The customer was advised that very diluted urine specimens (as indicated by low specific gravity) may not contain representative levels of hcg. False negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is suspected, a first-morning urine specimen should be collected 48 hours later and tested. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and lab findings have been evaluated.